Manufacturer narrative:
This report will be update when investigation is complete. Trends will be evaluated. This is the same event as 3010536692-2016-00325.

Event description:
Allegedly the patient was revised due to a loose liner.